Event description:
Related to MFR report # 2183959-2012-02510. "On or about (B)(6) 2007, plaintiff was implanted with a monarc subfascial hammock to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff experienced severe and irreversible injuries, has undergone medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia. As a result of having the products implanted in her, plaintiff will likely undergo corrective surgery and hospitalization, and suffer other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.